Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was wear or abrasion on the auxiliary cable that connected to the drawers, which could have led to intermittent or future connectivity issues. A field service engineer applied electrical tape around the affected areas to protect them. The preventive action taken was to wrap the worn sections of the cable with electrical tape to avoid further damage or shortening. The system functioned as intended after the field service engineer repaired the device.